Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post generator change follow up, this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) recommended additional testing. The patient was checked again and there were no other abnormal readings seen. The field representative indicated the plan is to follow the patient with remote reports and office visits. There were no adverse patient effects reported.